Event description:
It is reported that the patient suffered a mi 56 months post index procedure. It is not assessed whether the reported mi is related to the study device.

Manufacturer narrative:
Inherent risk of procedure (mi). (B)(4).

Event description:
One endeavor sprint rx drug-eluting stent was implanted to the proximal lad. Patient was reported to be asymptomatic / free of symptoms at 30 day follow up. It is reported that an acute non-stemi occurred approximately 4 months following index procedure. A repeat angiography was not performed due to this event. It is unknown if the target lesion was involved. Location of the infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. It is reported that patient displayed stable angina at 6 month follow up. Approximately 7 months following index procedure an acute non-stemi is reported to have occurred. It is reported that the patient experienced recurrent chest pain for 2 days. Patient was admitted with new stenosis on the lcx. It is reported that a repeat angiography was performed. Investigator has indicated that event was related to the target lesion but not related to the study stent. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. Two days later, a ptca revascularization of the proximal lad (balloon only) was reported to have been carried out, due to restenosis after previous ptca. A ptca revascularization of the proximal lcx is reported to have been carried out on the same day. One endeavor sprint rx drug-eluting stent was implanted. Investigator has indicated that events were not related to the study stent. It is reported that an mi occurred approximately 4 years and one month from the day of the index procedure. Location of mi was undeterminable.

Manufacturer narrative:
(B)(4).